Event description:
Reporter stated the up button on the infusion device works intermittently. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The up button does not operate. The connection of the up flex print is interrupted.